Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) charging cable smelled bad. The patient describes the charging cable as hot and was melted. The patient threw away the cable.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.